Event description:
Reporter indicated that a patient was having incision site pain since implant and would be referred to their surgeon for evaluation. Patient had revision surgery on 10/26/06. The surgeon opened the patient's chest pocket and noted the presence of cloudy fluid in the pocket. The doctor felt the site may be infected. The patient had good efficacy since implant and did not want the device removed. At the patient's request the generator was repositioned more medially. The generator and chest pocket were irrigated with antibiotics (bacitracin). There was no redness or evidence of infection around the lead site. It was later reported that the patient's infection has not resolved and the patient is scheduled for an entire system explant related to their infection in late november.

Manufacturer narrative:
Manufacturing records for both the pulse generator and lead were reviewed. Vns therapy lists infection as a potential adverse event, possibly associated with surgery. Review of manufacturing records for both the pulse generator and lead confirmed sterilization prior to distribution.